Event description:
Pebble-type feeling/painful abscess/pus-filled. Lumps/hematoma/infection in upper lip [lip] [injection site abscess]. Could not sleep [lip] [insomnia]. Case description: licensee-spont report received on (B)(6) 2009 from a company representative regarding a (B)(6) female patient, initials (B)(6), whose relevant medical history included: several allergies, including allergy to sulfa, and previous treatment with juvaderm and perlane without problems. On (B)(6) 2009, the patient received an injection of 0.5 cc of prevelle silk, lot number u0824, mostly into the upper lip and some into the lower lip. A topical triple anesthetic was used as a premedication. Within 24 hours of the injection, the patient developed a "hard pocket" on her upper lip, which continued to get "harder and larger." She went to urgent care where she was told that she had a hematoma and that she should walk. The affected area continued to get bigger and more painful and the patient could not sleep. On (B)(6) 2009, the injecting physician examined the patient, drained an abscess, and determined that there was an infection. He drained the affected area a couple of times, but noted that there was still "lots of stuff" in there. Keflex was also reported as treatment for the events. As of the date of receipt of this report, the patient outcome was not yet recovered. The qa (quality assurance) investigation results were received on (B)(4) 2009. The production and quality control documentation for lot number u0824, expiration date 07/2010 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Additional information was received from the patient on (B)(6) 2009. Her prevelle silk injection was received on (B)(6) 2009. The prevelle silk was provided to the physician's office as a sample. The patient noticed "lumps" approximately 1 week following the injection. One week following the injection, a lump was drained by the physician, and pus was present. The patient was hospitalized and received IV (intravenous) and oral antibiotic. She was previously treated with keflex on unk dates. Currently, the pt has been taking levaquin and another oral antibiotic, the name of which she was unsure of. The adverse event has been ongoing and there has been continuing drainage from the wound. The patient stated that a culture would be obtained on (B)(6) 2009. She also confirmed that she would relay further information the following week, regarding the dates she was seen in the ed (emergency department) and hospitalized. As of (B)(6) 2009, the patient had missed 2 days of work and 4 days of school. Manufacturer's comment: the benefit-risk relationship of prevelle silk is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number u0824, expiration date 07/2010 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.